Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The resistance of both the inspiratory limb and expiratory limb heater wires on the actual device were measured. Results: the heater in the expiratory limb was within specification. The inspiratory limb heater wire, however, was open circuit and therefore out of specification. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address this issue, and we continue to monitor and trend complaints of this nature.

Event description:
Reporter reported that when the hospital staff set the rt204 adult single-use breathing circuit to a ventilator, they found that the heater wire in the inspiratory tube was broken. No pt consequence was reported.